Event description:
Additional information received 14jul2020: the patient was being treated for weak uterine contractions after a cesarean section delivery. The patient lost about 900ml of blood after the alleged product malfunction. The device was discovered to be broken upon opening the package. Hemostasis was achieved with a b-lynch suture procedure.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event summary: it is reported that the patient experienced a post-partum hemorrhage (pph) of 800ml following a cesarean delivery. The physician opened a bakri tamponade balloon catheter and found it to be "already broken". The physician chose another unspecified method of achieving hemostasis because there was no spare bakri available at that moment. The patient lost about 900mlof blood after the alleged product malfunction. The device was discovered to be broken upon opening the package. Hemostasis was achieved with a b-lynch suture procedure. Investigation / evaluation: reviews of the complaint history, device history record, instructions for use (IFU), specifications, and quality control procedures and a visual inspection of the device were conducted during the investigation. One bakri postpartum balloon catheter was returned for investigation in a prior-to-use condition. The stopcock was attached to the inflation line. There was a v-shaped hole near the bottom of the balloon material causing the balloon to leak. No other marks or scratches were noted on the material. The device appeared to have been cut by a sharp instrument of undetermined origin. A document-based investigation evaluation was performed. No related non-conformances were recorded, and no additional lot-related complaints were received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence that nonconforming product exists in house or in field. There were no identified gaps in the device specifications or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which warn, ¿the maximum inflation is 500ml. Do not overinflate the balloon.¿ the IFU further states, ¿prior to transvaginal or transabdominal placement of the bakri postpartum balloon, the uterus should be free of all placental fragments, and the patient should be evaluated to ensure there are no lacerations or trauma to the genital tract and that the source of bleeding is not arterial.¿ based on the information available, investigation has concluded that a definitive cause for this event could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported that the patient experienced a post partum hemorrhage (pph) of 800ml following a cesarean delivery. The physician opened a bakri tamponade balloon catheter, and found it to be "already broken". The physician chose another unspecified method of achieving hemostasis because there was no spare bakri available at that moment. There were no adverse effects to the patient as a result of this occurrence. Additional details regarding the patient and event have been requested. This time, no additional information has been provided.